Event description:
Following an adenoidectomy found a small blister on the side of the corner of the mouth and burn along the lateral side of the tongue about 1 inch long. Examination by the physician under a microscope showed no apparent breakdown on the insulation on the suction coagulator. The site contacted the clinical hot-line who sent them a hot-line on stray currents and capacitive coupling. The pt was re-admitted because he was not tolerating fluids, it is unk if this is related to the injury. The pt is currently home again and at last report is ok.

Manufacturer narrative:
Date of initial report: 05/12/2008. The device has been received and is under evaluation. When the investigation is complete, a follow-up report will be sent.